Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted five needles and five sutures could be observed along with two retainers and the tyvek from a breather pouch inside a plastic bag. Three needles were confirmed to be attached to a suture. Two needles were obscured by a retainer. One of the sutures was observed to be broken at the barbed section. Due to the quality of the image the condition of the remaining sutures could not be properly evaluated. The visual inspection of the returned product noted one partial suture and one needle. The loop end of the suture was not returned. The needle was attached to the suture. The suture was returned broken at the barbed section, 8 13/16 inches from the needle attachment point. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are th oroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlocl0315 v-loc* 180 2-0 grn 30cm gs21 (lot#: a3k2675vy); vlocl0315 v-loc* 180 2-0 grn 30cm gs21 (lot#: a3k2675vy); vlocl0315 v-loc* 180 2-0 grn 30cm gs21 (lot#: a3k2675vy); vlocl0315 v-loc* 180 2-0 grn 30cm gs21 (lot#: a3k2675vy); vlocl0315 v-loc* 180 2-0 grn 30cm gs21 (lot#: a3k2675vy); vlocl0315 v-loc* 180 2-0 grn 30cm gs21 (lot#: a3k2675vy); vlocl0315 v-loc* 180 2-0 grn 30cm gs21 (lot#: a3k2675vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial lung resection, when the packaging was just opened, it was observed that the thread of the eight sutures were broken. A new suture was used to resolve the issue. There was no patient injury.